Event description:
The following information was provided: this pi is for the 2025 revision. As reported: patient had a left primary tha outside of cors scope.patient had pain and was revised 12 years later with head and liner exchange on (B)(6) 2013. Patient entered cors. Patient developed pain and the acetabulum was found to be loose. Was revised on (B)(6) 2025. All components were exchanged, except the stem.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the patient was revised due to pain and acetabulum loosening. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.